Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 657mg/dl and moderate ketones. Cause of elevated bg level was unknown. Prior to arriving at the ER, customer treated bg level via a correction bolus and manual injections. Customer did not receive treatment at the ER. Reportedly, customer left the emergency room 12 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.